Event description:
A posterior cervical stenosis was being performed with the use of a mayfield skull clamp. The surgeon did not apply the mayfield "tongs" to the patient because it would not lock up, so he applied another one. The patient did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.